Event description:
The customer reported recovering low hemoglobin (hgb) results for level 1 of 6c control on the unicel dxh 800 coulter cellular analysis system. There was no report of erroneous patient results nor patient consequence in connection with this incident.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument at the facility. The fse indicated that the hgb chamber appeared discolored, compared to a clear appearance of a new chamber. The fse replaced the hgb chamber and adjusted the hgb output to resolve the issue. (B)(4).